Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Resulting in a blood glucose level of 800 mg/dl. Reportedly, the customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged four hours later with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.